Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device; however, difficulty trying to activate/trigger the actual clip deployment occurred. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Age/date of birth: estimated age. (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the device and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The difficulty deploying the device could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties, patient effects, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed, additional reported information indicates that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 5fr sheath after a diagnostic procedure. Reportedly, there was no resistance felt with the thumb advancer during deployment of the clip. The clip deployed but was stuck and the starclose se device was only able to be removed with considerable force. Additional local anesthetics were given due to pain. Hemostasis was achieved by the clip and manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure.